Event description:
A venous lab value collected at 1749 was 533 mg/dl. The patient was given 10 units of insulin (type not reported) at 1819. An inform system returned a finger stick result of hi (>600 mg/dl) at 1847 and the patient was given a second dose of 10 units of insulin at 1856. An inform system returned a finger stick result of 531 mg/dl at 1958 and the patient was given a third dose of 10 units of insulin at 2016. At 2116, the inform system returned a finger stick value of hi (>600 mg/dl). At that time, the patient reported feeling "weird"and the nurse indicated he was acting strange. A venous sample was collected at 2125, received in the lab at 2130 and completed at 2154 with a result of 38 mg/dl. Patient was then treated with d-50 and he began to feel better immediately. Patient recovered completely. Requested return of suspect device but customer indicates strips and vial have been discarded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Customer reported that strips and vial have been discarded, so cannot be returned for evaluation.